Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation (other) please describe and state the location of the perforation:"), pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding") and diabetes mellitus ("reproductive system disorder or condition type of disorder or condition: diabetes") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular periods, lightheadedness and menometrorrhagia. Concurrent conditions included overweight, vaginitis, vaginal itching, vaginal burning sensation and pap smear abnormal. Family history included breast cancer. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), diabetes mellitus (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), menopause ("hormonal changes describe: menopause"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urticaria ("allergic or hypersensitivity reaction type: hives"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anaemia ("infection (other) describe: anemia / autoimmune disorder type of disorder: anemia / blood or heart disorder/condition type:"), depression ("psychological or psychiatric problems condition: depression"), rash ("rashes or skin conditions type: rashes"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("problems or changes"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), visual impairment ("vaginal discharge, vision/eye problems type: eye sight worsened"), fatigue ("fatigue / tiredness"), hiatus hernia ("gastrointestinal or digestive system condition type: hiatal hernia"), iron deficiency ("other injury(ies) or complication (s), please describe: iron deficiencies"), chest pain ("chest pain"), dyspnoea ("out of breath") and sleep apnoea syndrome ("sleep apnea") and was found to have weight increased ("weight gain / loss specify which one:"), haemoglobin decreased ("other injury(ies) or complication (s), please describe: hemoglobin") and weight decreased ("weight gain / loss specify which one: / no more weight loss"). The patient was treated with fluconazole (diflucan), metronidazole (metrogel) and surgery (ablation, gastric sleeve hialeah hernia, hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, pelvic pain, genital haemorrhage, diabetes mellitus, abdominal pain, vulvovaginal pain, abdominal pain lower, menopause, vaginal haemorrhage, menorrhagia, urticaria, urinary tract infection, female sexual dysfunction, depression, rash, bladder disorder, urinary tract disorder, nausea, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, weight increased, iron deficiency and haemoglobin decreased outcome was unknown and the anaemia, fatigue, hiatus hernia, chest pain, dyspnoea, sleep apnoea syndrome and weight decreased had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anaemia, bladder disorder, chest pain, depression, diabetes mellitus, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, female sexual dysfunction, genital haemorrhage, haemoglobin decreased, hiatus hernia, iron deficiency, menopause, menorrhagia, nausea, pelvic pain, perforation, rash, sleep apnoea syndrome, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: status post essure micro-insert placement procedure with evidence of satisfactory micro-insert location and tubal occlusion bilaterally. Ultrasound scan vagina - on (B)(6) 2008: normal. Status post essure micro-insert placement procedure with evidence of satisfactory micro-insert location and tubal occlusion bilaterally. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, menorrhagia, uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-dec-2018: pfs and mr received: reporters were added. Patient demographic conditions added. Insertion date was updated. Events: menopause, abnormal bleeding (vaginal, menorrhagia), urinary tract infection, apareunia, depression, hives and rashes, bladder or urinary problems or changes, diabetes, anemia, nausea, dental problems, nickel allergy, dysmenorrhea, dyspareunia, vaginal discharge, eye sight worsened, fatigue, weight gain / loss, hiatal hernia, perforation, iron deficiencies, hemoglobin, chest pain, sleep apnea, dyspnea, were added. Event outcome were updated. Medical history were added. Concomitant drugs were added. Lab data were added. Auto-narrative supplement was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (other) please describe and state the location of the perforation:'), fallopian tube perforation ('perforation (other) please describe and state the location of the perforation:'), pelvic pain ('pelvic pain'), genital haemorrhage ('heavy abnormal bleeding'), diabetes mellitus ('reproductive system disorder or condition type of disorder or condition: diabetes'), gastrectomy ('gastric sleeve') and hiatus hernia ('gastrointestinal or digestive system condition type: hiatal hernia') in a 43-year-old female patient who had essure (batch no. 87552) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular periods, lightheadedness and menometrorrhagia. Concurrent conditions included overweight, vaginitis, vaginal itching, vaginal burning sensation and pap smear abnormal. Family history included breast cancer. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2015, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain") and experienced hypovitaminosis ("vitamin deficiency"), 6 years 10 months after insertion of essure. On (B)(6) 2015, the patient experienced autoimmune anemia ("infection (other) describe: anemia / autoimmune disorder type of disorder: anemia / blood or heart disorder/condition type:"). On (B)(6) 2016, the patient experienced diabetes mellitus (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced hiatus hernia (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), menopausal symptoms ("hormonal changes describe: menopause"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urticaria ("allergic or hypersensitivity reaction type: hives"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), rash ("rashes or skin conditions type: rashes"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("problems or changes"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), visual impairment ("vaginal discharge, vision/eye problems type: eye sight worsened"), fatigue ("fatigue / tiredness"), iron deficiency ("other injury(ies) or complication (s), please describe: iron deficiencies"), chest pain ("chest pain"), dyspnoea ("out of breath"), sleep apnoea syndrome ("sleep apnea") and uterine pain ("uterine pain"), underwent gastrectomy (seriousness criterion medically significant) and was found to have haemoglobin decreased ("other injury(ies) or complication (s), please describe: hemoglobin") and weight decreased ("weight gain / loss specify which one: / no more weight loss"). The patient was treated with fluconazole (diflucan), metronidazole (metrogel), infusion and surgery (ablation, gastric sleeve hiatal hernia, hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic pain, genital haemorrhage, diabetes mellitus, gastrectomy, abdominal pain, vulvovaginal pain, abdominal pain lower, menopausal symptoms, vaginal haemorrhage, menorrhagia, urticaria, urinary tract infection, female sexual dysfunction, depression, rash, bladder disorder, urinary tract disorder, nausea, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, weight increased, iron deficiency, haemoglobin decreased, hypovitaminosis and uterine pain outcome was unknown and the hiatus hernia, autoimmune anaemia, fatigue, chest pain, dyspnoea, sleep apnoea syndrome and weight decreased had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, autoimmune anaemia, bladder disorder, chest pain, depression, diabetes mellitus, dysmenorrhoea, dyspareunia, dyspnoea, fallopian tube perforation, fatigue, female sexual dysfunction, gastrectomy, genital haemorrhage, haemoglobin decreased, hiatus hernia, hypovitaminosis, iron deficiency, menopausal symptoms, menorrhagia, nausea, pelvic pain, rash, sleep apnoea syndrome, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: current weight 180 lbs. Essure confirmation test : result: total bilateral occlusion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: status post essure micro-insert placement procedure with evidence of satisfactory. Micro-insert location and tubal occlusion bilaterally; on (B)(6) 2008: total bilateral occlusion. Essure micro-insert placement. Procedure with evidence of satisfactory micro-insert location and tubal occlusion bilaterally. Ultrasound scan vagina - on (B)(6) 2008: normal. Status post essure micro-insert. Placement procedure with evidence of satisfactory. Micro-insert location and tubal occlusion bilaterally. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, menorrhagia, uterine bleeding. Most recent follow-up information incorporated above includes: on 16-jul-2019: pfs received lot number and lab data was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (other) please describe and state the location of the perforation:'), fallopian tube perforation ('perforation (other) please describe and state the location of the perforation:'), pelvic pain ('pelvic pain'), genital haemorrhage ('heavy abnormal bleeding'), diabetes mellitus ('reproductive system disorder or condition type of disorder or condition: diabetes'), gastrectomy ('gastric sleeve') and hiatus hernia ('gastrointestinal or digestive system condition type: hiatal hernia') in a 43-year-old female patient who had essure (batch no. 87552-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular periods, lightheadedness and menometrorrhagia. Concurrent conditions included overweight, vaginitis, vaginal itching, vaginal burning sensation and pap smear abnormal. Family history included breast cancer. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2015, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain") and experienced hypovitaminosis ("vitamin deficiency"), 6 years 10 months after insertion of essure. On (B)(6) 2015, the patient experienced autoimmune anaemia ("infection (other) describe: anemia / autoimmune disorder type of disorder: anemia / blood or heart disorder/condition type:"). On (B)(6) 2016, the patient experienced diabetes mellitus (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced hiatus hernia (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), menopausal symptoms ("hormonal changes describe: menopause"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urticaria ("allergic or hypersensitivity reaction type: hives"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), rash ("rashes or skin conditions type: rashes"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("problems or changes"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), visual impairment ("vaginal discharge, vision/eye problems type: eye sight worsened"), fatigue ("fatigue / tiredness"), iron deficiency ("other injury(ies) or complication (s), please describe: iron deficiencies"), chest pain ("chest pain"), dyspnoea ("out of breath"), sleep apnoea syndrome ("sleep apnea") and uterine pain ("uterine pain"), underwent gastrectomy (seriousness criterion medically significant) and was found to have haemoglobin decreased ("other injury(ies) or complication (s), please describe: hemoglobin") and weight decreased ("weight gain / loss specify which one: / no more weight loss"). The patient was treated with fluconazole (diflucan), metronidazole (metrogel), infusion and surgery (ablation, gastric sleeve hiatal hernia, hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic pain, genital haemorrhage, diabetes mellitus, gastrectomy, abdominal pain, vulvovaginal pain, abdominal pain lower, menopausal symptoms, vaginal haemorrhage, menorrhagia, urticaria, urinary tract infection, female sexual dysfunction, depression, rash, bladder disorder, urinary tract disorder, nausea, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, weight increased, iron deficiency, haemoglobin decreased, hypovitaminosis and uterine pain outcome was unknown and the hiatus hernia, autoimmune anaemia, fatigue, chest pain, dyspnoea, sleep apnoea syndrome and weight decreased had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, autoimmune anaemia, bladder disorder, chest pain, depression, diabetes mellitus, dysmenorrhoea, dyspareunia, dyspnoea, fallopian tube perforation, fatigue, female sexual dysfunction, gastrectomy, genital haemorrhage, haemoglobin decreased, hiatus hernia, hypovitaminosis, iron deficiency, menopausal symptoms, menorrhagia, nausea, pelvic pain, rash, sleep apnoea syndrome, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: current weight 180 lbs. Essure confirmation test : result: total bilateral occlusion diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: status post essure micro-insert placement procedure with evidence of satisfactory micro-insert location and tubal occlusion bilaterally; on (B)(6) 2008: total bilateral occlusion. Essure micro-insert placement. Procedure with evidence of satisfactory micro-insert location and tubal occlusion bilaterally. Ultrasound scan vagina - on (B)(6) 2008: normal. Status post essure micro-insert placement procedure with evidence of satisfactory micro-insert location and tubal occlusion bilaterally. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, menorrhagia, uterine bleeding. Most recent follow-up information incorporated above includes: on 19-jul-2019: ¿update of information (batch is not valid)¿ incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (other) please describe and state the location of the perforation:"), fallopian tube perforation ("perforation (other) please describe and state the location of the perforation:"), pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding"), diabetes mellitus ("reproductive system disorder or condition type of disorder or condition: diabetes"), gastrectomy ("gastric sleeve") and hiatus hernia ("gastrointestinal or digestive system condition type: hiatal hernia") in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular periods, lightheadedness and menometrorrhagia. Concurrent conditions included overweight, vaginitis, vaginal itching, vaginal burning sensation and pap smear abnormal. Family history included breast cancer. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2015, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain") and experienced hypovitaminosis ("vitamin deficiency"), 6 years 10 months after insertion of essure. On (B)(6) 2015, the patient experienced autoimmune anaemia ("infection (other) describe: anemia / autoimmune disorder type of disorder: anemia / blood or heart disorder/condition type:"). On (B)(6) 2016, the patient experienced diabetes mellitus (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced hiatus hernia (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), menopausal symptoms ("hormonal changes describe: menopause"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urticaria ("allergic or hypersensitivity reaction type: hives"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), rash ("rashes or skin conditions type: rashes"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("problems or changes"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), visual impairment ("vaginal discharge, vision/eye problems type: eye sight worsened"), fatigue ("fatigue / tiredness"), iron deficiency ("other injury(ies) or complication (s), please describe: iron deficiencies"), chest pain ("chest pain"), dyspnoea ("out of breath"), sleep apnoea syndrome ("sleep apnea") and uterine pain ("uterine pain"), underwent gastrectomy (seriousness criterion medically significant) and was found to have haemoglobin decreased ("other injury(ies) or complication (s), please describe: hemoglobin") and weight decreased ("weight gain / loss specify which one: / no more weight loss"). The patient was treated with fluconazole (diflucan), metronidazole (metrogel), infusion and surgery (ablation, gastric sleeve hiatal hernia, hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic pain, genital haemorrhage, diabetes mellitus, abdominal pain, vulvovaginal pain, abdominal pain lower, menopausal symptoms, vaginal haemorrhage, menorrhagia, urticaria, urinary tract infection, female sexual dysfunction, depression, rash, bladder disorder, urinary tract disorder, nausea, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, weight increased, iron deficiency, haemoglobin decreased, hypovitaminosis and uterine pain outcome was unknown, the gastrectomy was resolving and the hiatus hernia, autoimmune anaemia, fatigue, chest pain, dyspnoea, sleep apnoea syndrome and weight decreased had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, autoimmune anaemia, bladder disorder, chest pain, depression, diabetes mellitus, dysmenorrhoea, dyspareunia, dyspnoea, fallopian tube perforation, fatigue, female sexual dysfunction, gastrectomy, genital haemorrhage, haemoglobin decreased, hiatus hernia, hypovitaminosis, iron deficiency, menopausal symptoms, menorrhagia, nausea, pelvic pain, rash, sleep apnoea syndrome, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: status post essure micro-insert placement procedure with evidence of satisfactory micro-insert location and tubal occlusion bilaterally. Ultrasound scan vagina - on (B)(6) 2008: normal. Status post essure micro-insert placement procedure with evidence of satisfactory micro-insert location and tubal occlusion bilaterally. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, menorrhagia, uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2019: pfs received- new events "vitamin deficiency", "uterus pain", "gastric sleeve" were added. Event perforation nos was recoded to uterine perforation and fallopian tube perforation. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.